Event description:
When the pump was initially implanted in 2004, the patient progressed from a wheelchair, to crutches, and then walked without crutches. At one point during the implant duration of this pump, a tear occurred to the catheter. At that time, the hcp increased the dose to 'accommodate for relief'. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model 8598, serial# (B)(4), implanted: 2005-(B)(6), explanted: 2011-(B)(6); catheter model 8596, serial# (B)(4), implanted: 2005-(B)(6), explanted: 2011-(B)(6). (B)(4).